Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, strong resistance was encountered while advancing the commander delivery system (ds) through the esheath+ and there was separation at the strain relief of the ds. There was no difficulty inserting the esheath+ into the patient and it was not inserted at a steep angle. Difficulty was encountered while inserting the ds through the esheath+ and despite gradual advancement, the resistance remained strong. Both the esheath+ and the ds were removed together with no withdrawal difficulty reported. The partially expanded portion of the esheath+ showed wrinkling. A new esheath+ and ds were used to successfully complete the procedure. No patient injury was reported, and their final outcome was noted as hospitalized following the procedure. The reported perceived root cause was that the forceful advancement of the delivery system may have contributed to the issue. The device is noted to be returned for analysis.